Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly and a new ra lead of the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance anomaly and a new ra lead of the same model was placed. No additional adverse patient effects were reported.additional information indicates that this lead was explanted due to dislodgement resulting in loss of capture (loc). This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information.